Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the bioprosthetic valve implant and at discharge from the hospital from the bioprosthetic valve implant, the patient was in normal sinus rhythm. Twenty-five days following the implant of this transcatheter bioprosthetic valve at a follow-up visit the patient presented with syncope and left bundle branch block (lbbb). Twenty-six days after the valve implant a permanent pacemaker (ppm) was implanted due to sinus node dysfunction; sick sinus syndrome. The relationship between the valve and the ppm implant was not defined by the health care professional. There was also no indication from the health care professional that the ppm was planned prior to the valve implant. No additional adverse patient effects were reported.